Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on using batteries; however, top led segments on the led digits failed to illuminate. The failure was isolated to an led component on the instrument board resulting in blank segment. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues prior to this reported event. (B)(6).

Event description:
The customer reported display missing segment. No consequences or impact to patient was reported.